Event description:
It was reported that the 9800 system had a communication failure error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer update kit was installed during the service call. The system was tested and found to be working as intended and put back into service.